Event description:
Our rep is reporting that an older female patient underwent an arthroscopic shoulder repair with the use of a versalok for fixation in 2009. Subsequently, the patient presented with pain, an x-ray revealed that one of the 2 versalok anchors had pulled out of the bone. A re-surgery was performed the following month; the surgeon removed the loose anchor arthroscopically, scoped the area and found that the original repair was intact and the other anchor was holding fast. This procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.